Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Per package insert, infection is a known adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: persona femur cemented cruciate retaining narrow femoral, item # 42502006401 lot # 63945201, persona fixed bearing ultracongruent, item # 42512200511 lot # 63398947, persona natural tibia cemented, item # 42532007101 lot # 63992265, persona stem extension tapered cemented, item # 42557000114 lot # 64069233. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00076, 0001622565-2019-01209, 3007963827-2019-00077, 0001622565-2019-01210. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and six months after the procedure the patient was revised due to infection. All products were removed and replaced with antibiotic cement spacers.